Event description:
Got severe burns and blisters on her back [burns second degree] , exp:july2011 she used them on midback [expired device used] , got severe burns and blisters on her back where she used them on midback [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number: 8239u01n, expiration date: jul2011, via an unspecified route of administration from an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient got severe burns and blisters on her back where she used them on midback. She stated she noticed burns yesterday (B)(6) 2020) and did not know it was happening until husband took it off her and he said "he severe burned his back", clarifying this event happened yesterday on (B)(6) 2020. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Comment: based on the information provided, the event "burns second degree" (burn blisters) as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The remaining events of "expired device used" and "device use issue" are considered non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Reasonable suggest device malfunction was yes and severity of harm s3. Site sample status has not been received.complaint confirmed unique was not confirmed. As per manufacturing site, the investigation has been canceled with the following rationale: the site recommends no investigation since this product was produced in 2008 and expired in 2011. This product manufactured by procter & gamble and device history record is not available.

Event description:
Event verbatim [preferred term] got severe burns and blisters on her back/redness and blisters [burns second degree] , read the usage instructions on thermacare before using the product and she did not check her skin under the product while wearing wrap/attached the adhesive to body [intentional device misuse] , exp:july2011/she used them on midback [expired device used] , got severe burns and blisters on her back where she used them on midback [device use issue]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A 58-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), (device lot number: 8239u01n, expiration date: jul2011) via an unspecified route of administration applied to mid back since (B)(6) 2020 for really bad back pain. The patient reported she used 1 of a 3 count wraps box. Patient reported she has used thermacare wraps for over 10 years without experiencing same problem and symptom "burn blister". Patient had also previously used other heat products for pain relief. Patient medical history included she has had skin irritations in the past and ongoing back pain, her skin tone was medium and patient had no sensitive skin or abnormal skin conditions. Concomitant medication included naproxen (naprosyn) 220mg two in the morning and one in the evening since (B)(6) 2020 and ongoing paracetamol (tylenol) 500 mg one dose unknown frequency on unknown date, both medication for back pain taken on and off. The patient got severe burns with redness and blisters on her back where she used expired wraps on midback on (B)(6) 2020, wearing wrap for 8 hours. She stated she noticed burns and did not know it was happening until husband took it off her and he noticed burning with redness and blisters. Patient stated her back was hurting so bad that maybe she did not feel it. Patient said she had read the usage instructions on thermacare before using the product and she did not check her skin under the product while wearing wrap. She attached the adhesive to body. When her husband touched the area she felt a pain that she had never felt before and she was really scared form it. Her husband put aloe vera and covered the area with plastic wrap and then put an ice pack over. The pain was an awful electric sensation. She thought she should go to the ER. She thought she had nerve damage. It calmed down after using the aloevera and ice pack. It was on for about 12 minutes. Since it calmed down no one has touched the area. Patient reported her clothes were stuck to her back next morning and she had to pull them off. She had one area with 3 bubbles and at least one more, possibly 2 more. The area was 6 inches wide and 3 inches high and it had imprint of the ovals from the product. There was no way that she can use a wrap now on her back. She could not touch the area on her right side where the wrap was. The action taken for thermacare heatwraps was permanently withdrawn on 02mar2020, in response to the events. The reporter stated there was a reasonable possibility that burn/blister was related the device. At the time of the report, the redness and blisters were reported as worsened and not recovered. The outcome of the other reported events was unknown. A sample of the product is available to be returned, if requested. According to product quality complaint group: reasonable suggest device malfunction was yes and severity of harm s3. Site sample status has not been received. Complaint confirmed unique was not confirmed. As per manufacturing site, the investigation has been canceled with the following rationale: the site recommends no investigation since this product was produced in 2008 and expired in 2011. This product manufactured by procter & gamble and device history record is not available. Follow up attempts completed. No further information expected. Follow-up (03mar2020): new information from a contactable consumer includes: patient's demographics, medical history, concomitant medication, thermacare indication and action taken, events start date, treatment and course detailed. Follow-up (20mar2020): new information from the product quality complaint group includes investigation result., comment: based on the information provided, the events burns second degree and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The remaining events of expired device used and device use issue are considered non-serious. The events are medically assessed as associated with the use of the device. The site recommends no investigation since this product was produced in 2008 and expired in 2011. This product manufactured by procter & gamble and device history record is not available. No further investigations or actions is suggested at this time.

Event description:
Event verbatim [preferred term]: got severe burns and blisters on her back/redness and blisters [burns second degree], read the usage instructions on thermacare before using the product and she did not check her skin under the product while wearing wrap/attached the adhesive to body [intentional device misuse], exp:july2011/she used them on midback [expired device used], got severe burns and blisters on her back where she used them on midback [device use issue]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A 58-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), (device lot number: 8239u01n, expiration date: jul2011) via an unspecified route of administration applied to mid back since (B)(6) 2020 for really bad back pain. The patient reported she used 1 of a 3 count wraps box. Patient reported she has used thermacare wraps for over 10 years without experiencing same problem and symptom "burn blister". Patient had also previously used other heat products for pain relief. Patient medical history included she has had skin irritations in the past and ongoing back pain, her skin tone was medium and patient had no sensitive skin or abnormal skin conditions. Concomitant medication included naproxen (naprosyn) 220mg two in the morning and one in the evening since (B)(6) 2020 and ongoing paracetamol (tylenol) 500 mg one dose unknown frequency on unknown date, both medication for back pain taken on and off. The patient got severe burns with redness and blisters on her back where she used expired wraps on midback on (B)(6) 2020, wearing wrap for 8 hours. She stated she noticed burns and did not know it was happening until husband took it off her and he noticed burning with redness and blisters. Patient stated her back was hurting so bad that maybe she did not feel it. Patient said she had read the usage instructions on thermacare before using the product and she did not check her skin under the product while wearing wrap. She attached the adhesive to body. When her husband touched the area she felt a pain that she had never felt before and she was really scared form it. Her husband put aloe vera and covered the area with plastic wrap and then put an ice pack over. The pain was an awful electric sensation. She thought she should go to the ER. She thought she had nerve damage. It calmed down after using the aloevera and ice pack. It was on for about 12 minutes. Since it calmed down no one has touched the area. Patient reported her clothes were stuck to her back next morning and she had to pull them off. She had one area with 3 bubbles and at least one more, possibly 2 more. The area was 6 inches wide and 3 inches high and it had imprint of the ovals from the product. There was no way that she can use a wrap now on her back. She could not touch the area on her right side where the wrap was. The action taken for thermacare heatwraps was permanently withdrawn on (B)(6) 2020, in response to the events. The reporter stated there was a reasonable possibility that burn/blister was related the device. At the time of the report, the redness and blisters were reported as worsened and not recovered. The outcome of the other reported events was unknown. A sample of the product is available to be returned, if requested. Additional information has been requested and will be provided as it becomes available. Follow-up (03mar2020): new information from a contactable consumer includes: patient's demographics, medical history, concomitant medication, thermacare indication and action taken, events start date, treatment and course detailed., comment: based on the information provided, the events burns second degree and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The remaining events of expired device used and device use issue are considered non-serious. The events are medically assessed as associated with the use of the device.